Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two, trial leads from the same lot. It was reported the patient went to the emergency room on (B)(6) 2016 due to an infection at the lead site. The patient stayed overnight and her leads were also removed. The patient received intravenous antibiotics to address the infection, and an MRI was performed to further evaluate the infection..